Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure the handpiece would not aspirate. The cassette was replaced two times. The procedure was completed with a third cassette. There wasno patient harm. This is one of two reports received from this facility.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The customer reported the handpiece did not aspirate and therefore troubleshooted the issue by replacing the consumable procedure pack 3 three times. As such, the consumable procedure pack was evaluated for this investigation. The returned procedure pack was visually inspected and surgical residue and balance salted solution (bss) crystal was in the fluid path of the manifolds. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A console representing the current software version was used to test the sample. The sample could prime, tune with the handpiece, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Iop was stable during functional and performance testing. The iop stayed active during testing process. The value of 7500 cuts per minute cut rate, 650mmhg extrusion, and 120mmhg proportional reflux displayed on the progress bar. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from balanced saline solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; aspiration performance passed all functional and performance requirements. The sample met specifications during laboratory testing. The manufacturer internal reference number is: (B)(4).